Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was doing a acetabular cage with cement liner and summit cemented stem. While implanting the screws the screwdriver shaft would keep slipping inside the screw head. We went through three different ones. All three need to be replaced. Also the drill bits were getting dull and having to replace. Patient has cancer with radiation treatment so the bone was unusually difficult to drill. No surgical delay.